Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The doctor reports that the dental implant located in position number 30 failed due to implant pain. The doctor reports: infection, implant pain, inflammation, swelling and edema. The doctor confirms that the procedure was not completed with another implant on the same day.